Manufacturer narrative:
On 5/7/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: leftmentor smooth round moderate profile, 300cc, saline breast implants, lot number 7430186. Manufacturer¿s reference number: (B)(4). Initial reporter's phone number: (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile, 300cc, saline breast implants which bilaterally deflated after implantation the issue diagnosed by ultrasonography. As a result, patient underwent removal and replacement with catalog number 3501635, lot number 7438363 , and lot number 7372915 on 03/21/2018. This report is for the right implant.

Manufacturer narrative:
On 08/09/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, product evaluation team observed a rent measuring 3.8 cm on the anterior view extending to the posterior. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information in this report which is also correction to the initial report indicates that the left device catalog number is 3501645, lot number 7372915, serial number (B)(4). Concomitant product: right-catalog number 3501645, lot number 7430186, serial number (B)(4). Replacement devices as follow: left replaced with 3501635, lot number 7438363, serial number (B)(4), and right replaced with catalog number 3501640, lot number 7522937, serial number (B)(4). Manufacturer¿s reference number: (B)(4).